Event description:
Boston scientific crm received information that one of the dextrus leads in the pacing system looped out of the pocket. In a revision procedure, the entire system was explanted. No adverse patient effects were reported. No additional is available at this time. If additional information becomes available, this event will be updated.